Event description:
Approximately 4 1/2 months after percutaneous coronary intervention, the patient died due to congestive heart failure. This patient presented to the cardiac catheterization unit with an acute myocardial infarction (killip class iii) within the previous six hours at an undetermined location, cardiogenic shock and left ventricle ejection fraction (lvef) of less than 50%; 1 -vessel disease was found. Pre-procedure ck and ck-mb cardiac enzymes were within normal limits, but troponin was elevated less than two times above upper normal limits. Pci was performed on a de novo saphenous vein graft lesion at the distal anastomosis (near the proximal left circumflex) of 23mm in length in a 2.75mm vessel diameter with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour, angulation between 45 to 90 degrees, moderate calcification and with thrombus present. The lesion was pre-dilated with a 2.67x20mm balloon at 18 atmospheres (atm) before a 2.75x23mm cypher select stent at 16 atm with satisfactory results. Thrombin inhibition in myocardial infarction (timi) 0 flow was recorded pre-procedure, but timi iii flow was recovered post-procedure. Thrombus aspiration was not done nor was intravascular ultrasound (ivus) was not done. The residual diameter stenosis is not available. There were not procedural complications.

Manufacturer narrative:
Pci was performed next on a de novo lesion in a saphenous vein graft lesion of 23mm in length in a 2.5mm vessel diameter in the distal anastomosis (near the distal left circumflex) with excessive tortuosity. The (type c) eccentric lesion was characterized with an irregular contour, angulation between 45 to 90 degrees, heavy calcification and with thrombus absent. Direct stenting was performed with a 2.5x23mm cypher select stent at 16 atm without satisfactory results since the device did not cross and it could not be inflated. Post-dilation was not conducted. Ivus was not done. Timi 0 flow as recorded pre-procedure, but timi iii flow as recovered post-procedure. The residual diameter stenosis was not available. There were no procedural complications. Post-procedure medications included permanent aspirin and clopidogrel for 12 months. Post-procedure cardiac enzymes were not completed. At the 1-month follow-up, the patient was asymptomatic. Statins and beta-blockers were part of the patient's medication regimen, but it is unclear when these were started. There were no adverse events noted. Approximately two months after the procedure, the patient developed symptoms of nausea and was vomiting. His abdominal sonar demonstrated cholecystitis. He was treated with oral tavanic 500 mg. On his follow-up two months later, cardiac echo showed mixed mitral valve disease with an ejection fraction of only 43%. Blood investigations confirmed that he was also in renal failure at the time, and it was the physician's opinion that the patient was too weak and not an ideal candidate for surgery. The patient was continued on his medication treatment and his aldactone was increased to 25 mg, twice daily for his renal failure. Five days later, the patient had congestive cardiac failure and expired. An autopsy was not performed. This was classified as a non-cardiac death that was unrelated to the study device and procedure. Please note that this device is not distributed in the united states. However, it is similar to the us distributed.